Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an external charging system, on (B)(6) 2008. The pt reported the charging system was plugged into the wall to charge overnight. In the middle of the night, the pt woke to a loud noise. She discovered the ac adapter was very hot and was in pieces with a charred look to it. A replacement charging system was sent to the pt. No pt complications were reported as a result of this event.